Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) and right ventricular (rv) leads from another manufacturer exhibited pacing inhibition with 5-10 second pauses. The patient is dependent and felt lightheaded at the time of the pauses as well as had some symptoms of vertigo. It was noted that the device had recorded multiple premature ventricular contractions (pvcs) and pacemaker mediated tachycardia (pmt) episodes as well as an increase in pacing threshold measurements with arm movement. The patient had also experienced muscle stimulation with pocket manipulation. Surgical intervention was taken to explant and replace the system. During the procedure, there were no visible anomalies with the device, however it was noted that the insulation on the ra lead appeared cloudy where it goes into the device header. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.